Event description:
Additional information was received from the treating nurse practitioner that the patient was admitted to the hospital on (B)(6) 2015 with a two day history of increased seizures below pre-vns seizure frequency baseline levels. The seizures have responded to the vns magnet. The increased seizures were attributed to the onset of menstrual period, lack of sleep and vomiting medications. The increased seizures is not believed to be related to vns. The patient's medications were increased surrounding menses.

Event description:
It was reported that the patient experienced an increase in seizures, and the treating physician office wanted to increase vns programming settings. On the previous visit, the programming frequency was decreased from 30hz to 25hz. The nurse planned to increase the output current to 2.75ma. Good faith attempts for additional relevant information have been unsuccessful to date.